Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) under went a memory reset. Device returned to normal function without any intervention. The patient was stable.